Manufacturer narrative:
According to the customer, "the bandage tore skin off during removal", they now have an "infection" at the site, and this happens "each time" they use the product. There was no contact information provided in the report that medline received from walmart to follow up with the customer therefore no additional information is available to be obtained. The customer did not report any medical intervention or follow-up care related to the reported incident. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the bandage tore skin off during removal", they now have an "infection" at the site, and this happens "each time" they use the product.